Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation the root cause could not be identified, however it is likely the following led to the malfunction: the scope socket was defective, resulting in no image issues. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite xenon light source had bad interface. The device was returned for evaluation and the field service engineer (fse) reported on behalf of the customer that the s-socket (scope connector) was defective causing no image with error code e315. There was no procedure involved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.